Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they disagreed with the devices' 12 lead ECG interpretation. There was no report of patient impact.